Event description:
Procedure type: unk. Pt gender: unk. According to the rptr: the device doesn't work since the central rod was damaged during sterilization. As a result, the clips do not release from the cartridge and the tissue gets pulled when the device is being removed from the pt. No further details have been disclosed.